Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 67-year-old male with copd, depression, and coronary artery disease (prior pci with des ×2 in 2012) underwent cardiac catheterization for preoperative clearance and was found to have multivessel disease. He underwent CABG with lima lad with endarterectomy, svg om, and svg pl. On pod1, he developed post-cardiotomy cardiogenic shock. Despite vasopressors, he continued to deteriorate. Tte showed a dilated rv and right-heart catheterization revealed a papi of approximately 1.0. The heart team placed an impella cp and impella rp flex for biventricular support. The patient remained hemodynamically stable on device support, vasoactive medications, and mechanical ventilation. He received prbcs for anemia and platelets for thrombocytopenia. Follow-up tte showed decompression of both ventricles with optimal cp positioning. He remained hemodynamically tenuous with intermittent map drops and hypoxia, which improved after aggressive diuresis of 8 liters. Impella cp was weaned and removed. Anticoagulation, previously held for thrombocytopenia, was restarted. On day 6, the swan-ganz catheter was found in the right ventricle and could not be repositioned; the clinical team elected to leave it in place. The patient developed paroxysmal atrial fibrillation and was started on IV amiodarone. On day 7 of support, the impella rp flex experienced a sudden pump stop and was removed by the cardiac surgeon. Device evaluation is pending. During bipella support with cp and rp flex, an "impella stopped retrograde flow alarm" and "impella stopped motor current high alarm" were noted for the rp flex. The device was removed as a result to the pump stop alarms. The complainant noted that they had pulled swan ganz prior to pump stopping, without turning impella down from p6 to p2, and discussion was had that morning that if swan ganz had to be manipulated/removed, impella should be turned down to p2.